Event description:
It was reported that pump displayed altitude alarm and customer had experienced same issue previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with alternate insulin method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.